Event description:
It was reported during the implant procedure that the physician was unable to extend helix out of lead body. The lead was not implanted. No patient complications have been reported as a result of this event (B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress), deformation/fracture of the inner coil. No other anamolies were found. Upon visual inspection it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil. Da was performed and the torque transfered without difficulty to the helix when the distal conductor is rotated distal of the connector.